Manufacturer narrative:
As reported, an 11cm avanti sheath introducer was used during a leisure femoral angioplasty, and approximately six days post procedure, the patient returned with a complaint of local pain. After a medical assessment was performed and analgesia, the patient was released. Approximately twenty-seven days post procedure, the patient returned again with complaints of local pain, and after an evaluation by vascular surgery, a pseudoaneurysm was present with local approach. The initial procedure was performed with no irregularities with the puncture or the introducer, and the patient left the hospital two days post procedure. Additional procedural details were requested but were unknown. The device was not returned for evaluation. A review of the manufacturing documentation associated with lot 17661779 presented no issues during the manufacturing process that can be related to the reported event. Without the return of the device for analysis or procedural films, the reported customer event ¿vascular access site pseudoaneurysm¿ could not be confirmed. A femoral artery pseudoaneurysm is a type of "bubble" on the femoral artery due to a penetrating injury to the artery. An opening in the artery leads to leakage of blood from the femoral artery (a "hematoma"). This hematoma develops a wall around it and the hematoma liquefies and forms a pulsating "bubble" on the artery. This is called a pseudoaneurysm. A pseudoaneurysm, like any aneurysm, can rupture and cause bleeding or loss of limb. A pseudoaneurysm can develop on the femoral artery due to any penetrating injury of the artery. Sometimes, a tear can occur on the inside layer of the vessel resulting in blood filling in between the layers of the blood vessel wall creating a pseudoaneurysm. The most common penetrating "injury" of the femoral artery occurs during percutaneous procedures performed via the femoral artery. Based on the device history record review (DHR), there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, an 11cm avanti sheath introducer was used during a leisure femoral angioplasty, and approximately six days post procedure, the patient returned with a complaint of local pain. After a medical assessment was performed and analgesia, the patient was released. Approximately twenty-seven days post procedure, the patient returned again with complaints of local pain, and after an evaluation by vascular surgery, a pseudoaneurysm was present with local approach. The initial angioplasty procedure was performed with no irregularities with the puncture or the introducer, and the patient left the hospital two days post procedure.